Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that shortly after replacement procedure while patient was in recovery, CPR had to be performed. The patient was moved to the or where a pericardial window was performed and the lead and device were explanted. During the pericardial window, the physician noted pericardial effusion and a hematoma on the rv apex. The patient did not survive the procedure and expired.